Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) experienced infection and erosion. The patient was hospitalized and the device was explanted. No additional adverse patient effects were reported.